Event description:
It was reported, the patient had been having problems with their implantable neurostimulator (ins) since implant. Within the last 4-5 months the patient had been having more back and leg pain. Every time the patient went to use the patient programmer their legs and arms would go straight up in the air and they would hurt event more. The patient stated they did not feel right. Therapy had not been used since 2007, because the patient had problems walking, their feet would tingle, and they could not feel their feet when walking. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 377760, lot# v012405, implanted: 2006 (B)(6); product type lead product ID 377760, lot# v012405, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient. (B)(4).